Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Upon a visual inspection of the handle, it was noted that the articulation toggle was broken and disengaged from the device. To further evaluate the articulation button, the unit was disassembled. The quick connect, nose cone, and switch block were removed. The switch block was evaluated and there was no sign of missing or misassembled components. Both springs were assembled and the pin was also properly pressed into the switch block. However it was noted that the c-clip was out of position. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Rough handling of the device can cause the toggle switch to disengage from the device. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used with no problem but after surgery it was noticed that the blue botton had disengaged. No patient injury.